Event description:
The customer reported being in the hospital due to diabetes ketoacidosis and high blood glucose of 300mg/dl by the time the paramedics arrived. The customer stated that he started to throw up two hours after eating dinner. He continued throwing up for forty hours and then he started to throw up blood. The caller stated that he went four to five weeks without eating normal, and he had lost 30 pounds. Troubleshooting was performed, and the customer mentioned having bad reservoirs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.